Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim: I placed new primary IV tubing in the IV pump channel. After the tubing was attached to the peripheral intravenous line (piv), I turned the pump on and programmed it. After I pressed start, the channel light turned green, then yellow, and then red, and the pump started to beep. I repositioned the IV tubing and pressed start again with the same results. I unhooked the IV tubing from the piv hub and flushed the piv again with no complications. I pressed start at the IV pump again went from green to yellow, and then to red and started beeping. I looked at the pump and noticed that the top of the chamber looked like it was not closed all the way. As I was unlatching the chamber door, I saw a big bubble in the tubbing at the top of the chamber, below the blue spike that sits on top of the chamber door, that attaches to the pump segment part of tubing. As soon as the door was unlatched, the bubble burst, the blue spike separated from the tubing, and the potassium fluid that was attached to the tubing sprayed me in the face and eyes. Product#: 2420-0007. Lot#: 23105159.

Event description:
No additional information was provided. Material #: 2420-0007 batch#: 23105159 it was reported by customer that I placed new primary IV tubing in the IV pump channel. After the tubing was attached to the peripheral intravenous line (piv), I turned the pump on and programmed it. After I pressed start, the channel light turned green, then yellow, and then red, and the pump started to beep. I repositioned the IV tubing and pressed start again with the same results. I unhooked the IV tubing from the piv hub and flushed the piv again with no complications. I pressed start at the IV pump again went from green to yellow, and then to red and started beeping. I looked at the pump and noticed that the top of the chamber looked like it was not closed all the way. As I was unlatching the chamber door, I saw a big bubble in the tubbing at the top of the chamber, below the blue spike that sits on top of the chamber door, that attaches to the pump segment part of tubing. As soon as the door was unlatched, the bubble burst, the blue spike separated from the tubing, and the potassium fluid that was attached to the tubing sprayed me in the face and eyes. Product#: 2420-0007 lot#: 23105159 rcc received a complaint via email. Email(s) attached. I placed new primary IV tubing in the IV pump channel. After the tubing was attached to the peripheral intravenous line (piv), I turned the pump on and programmed it. After I pressed start, the channel light turned green, then yellow, and then red, and the pump started to beep. I repositioned the IV tubing and pressed start again with the same results. I unhooked the IV tubing from the piv hub and flushed the piv again with no complications. I pressed start at the IV pump again went from green to yellow, and then to red and started beeping. I looked at the pump and noticed that the top of the chamber looked like it was not closed all the way. As I was unlatching the chamber door, I saw a big bubble in the tubbing at the top of the chamber, below the blue spike that sits on top of the chamber door, that attaches to the pump segment part of tubing. As soon as the door was unlatched, the bubble burst, the blue spike separated from the tubing, and the potassium fluid that was attached to the tubing sprayed me in the face and eyes. Product#: 2420-0007 lot#: 23105159.

Manufacturer narrative:
The customer reported that the infusion set was damaged. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 23105159 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.